Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken atrial cable port; both output connectors were broken. It was also noted that the hanger assembly and screw was contaminated, keypad window was scratched, both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation, and wires were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial cable port, and has been returned for repair. No patient complications have been reported as a result of this event.